Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to migration and healing issues, which include but are not limited to a device migration of the components that could led to patient issues as healing illness. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the sling instructions for use (IFU). The ambicor IFU lists urogenital pain (typically associated with healing process) as a potential adverse event(s) associated with implant of this device.

Event description:
It was reported that after the ambicor penile prosthesis (app) implant surgery the corpra did not heal and the cylinders began to back out resulting in the left one coming completely out of the corpora. The physician suspects that the patient may have used the device early before complete healing. A surgical procedure was performed in which the app was removed and replaced with a new one. There were no further complications